Event description:
Malfunction alarm was reported by the customer, identified with a specific code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and advised the customer to contact them if the problem recurs. The customer confirmed understanding and continued using the pump without further incidents.